Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had an arctic sun device alerting 01(patient line open). Patient temperature (pt) was 38.5c, water temperature (wt) was 7.5c, targeted temperature (tt) was 37c, flow rate (fr) was 0.9l/m. The patient has medium pads, but they were only using the torso pads (thigh pads were soiled so they removed and never replaced). Had rn disconnected and reconnected holding nowhere near plastic connectors. Confirmed audible clicks and checked for bends/kinks in the line. Flow rate (fr) was increased to 1.6, inlet pressure (ip) was -7.3psi. Recommended patients add a new set of pads or add two universal pads. Explained how proper pad coverage was imperative for therapy and could be causing the low flow rate. Reminded the rn to do diligent skin checks as prolonged cold water could increase risk of skin injury.

Event description:
It was reported that the nurse had an arctic sun device alerting 01(patient line open). Patient temperature (pt) was 38.5c, water temperature (wt) was 7.5c, targeted temperature (tt) was 37c, flow rate (fr) was 0.9l/m. The patient has medium pads, but they were only using the torso pads (thigh pads were soiled so they removed and never replaced). Had rn disconnected and reconnected holding nowhere near plastic connectors. Confirmed audible clicks and checked for bends/kinks in the line. Flow rate (fr) was increased to 1.6, inlet pressure (ip) was -7.3psi. Recommended patients add a new set of pads or add two universal pads. Explained how proper pad coverage was imperative for therapy and could be causing the low flow rate. Reminded the rn to do diligent skin checks as prolonged cold water could increase risk of skin injury.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Baw7667062 rev 0, was reviewed for this investigation. The labelling is found to be adequate, and it states, directions for use 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.